Event description:
It was reported with the use of the bd¿ syringe with bd luer-lok¿ tip there was an issue with black spots discovered on a syringe.

Manufacturer narrative:
Investigation: four samples were received for evaluation. Visual inspection was performed confirming embedded specks in the barrel wall therefore failure mode was verified. Embedded foreign matter can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. This is a cosmetic defect only and does not affect the integrity of the syringe. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ syringe with bd luer-lok¿ tip there was an issue with black spots discovered on a syringe.